Manufacturer narrative:
Summary evaluation: the intra-aortic balloon was rec'd intact for evaluation with the balloon completely unfolded. Visual examination revealed the entire extracorporeal tubing to be absent from the y-fitting. Undewater leak testing revealed no leaks in the returned portion of the intra-aortic balloon. As a test, the intra-aortic balloon was placed in a test chamber having a 75 mmhg back pressure to stimulate the pressure within the aorta (after a lab extracorporeal tubing was attached to the y-fitting). The intra-aortic balloon fully inflated and functioned normally when attached to the system 97 intra-aortic balloon pump in the lab. No alarms were triggered on the pump. After 2 minutes of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab intra-aortic balloon pump testing. Thus, lab examination revealed no defects in the returned portion of the intra-aortic balloon. Probable cause of difficulty: it was not possible to determine the cause of the reported difficulty based on the event description and examination. A false balloon leak (indicated by the pump alarm) or excessive alarms may be attributed to one or more of the following: the pump detected condensation or blood within the line (perhaps from a previous balloon leak). There was aloose connection between the intra-aortic balloon and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The intra-aortic balloon catheter kinked either within the pt or outside the pt. This kinking may have inhibited the flow of gas into and out of the balloon membrane during intra-aortic balloon pumping causing the pump to sense a loss of gas. The pump needed servicing. Having the opportunity to have examined the entire balloon catheter may have provided some add'l insight into the encountered difficulty. Although conjectural, a leak in the unreturned portion of the device may have contributed to the reported leak alarms.

Event description:
Event: the "rapid gas loss" alarms sounded from the pump. No leak was noted. The pump was changed but the alarms continued and the iab was removed. No second iab was inserted. The following was reported to datascope on 2/20/1998: after weaning the pt from bypass, the iab was placed without the introducer. After start up, a rapid "gas loss alarm" triggered with a "check iabp" message. After checking the connection and refilling the balloon, the iab would not operate from "o" minutes to "5" before the same alarm would trigger again. There was no pt injury or complication as a result of the event. The pt was eventually discharged home. [Event complications]: none from the event - reported 1/8/1998 and 2/20/1998. [Pt's current status]: home - rpt'd 2/20/1998.